Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states he noticed while priming that insulin was coming out of a hole in the middle of the tubing. No adverse event alleged. A request was made for the return of the device.